Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies in 2005, the pt was seen at the center for eval. External equipment was exchanged. Programming adjustments were made. Two days later, the pt reported no sound percept. The pt was seen at the center for device eval. Testing performed confirmed that the pt's c1 device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.